Event description:
Pt had foley catheter inserted into urinary bladder. Attempts to remove catheter later on same day were unsuccessful. Balloon in bladder would not deflate. Pt required cystoscopy under general anesthesia to pierce balloon to allow deflation. Pt has had no sequelae from this event.